Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was resolved with troubleshooting steps provided by technical support. No further investigation is required at this time.